Event description:
I was recently hospitalized after using the medela pump in style breast pump. I began using it (B)(6) 2015 and have suffered 3 bouts of mastitis, the last of which put me in the hospital for 4 days. I contracted pseudomonas and infectious disease feels confident it is from the breast pump. I have been sick since my first bout of mastitis which never cleared up fully. It wasn't until my milk was cultured in the hospital was I treated properly. Rx meds: just finished augmentin and levofloxacin for the infection. Was treated with IV antibiotics in the hospital.